Manufacturer narrative:
(B)(4). Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system developed (B)(6) that traveled to the patient's heart and he passed away. This information was reported by the patient's sister.